Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported "unilateral left-side capsular contraction baker grade iii/IV implant exchange", "implant was found ruptured intra-op". Device has been explanted.

Event description:
Healthcare professional reported "unilateral left-side capsular contraction baker grade iii/IV implant exchange", "implant was found ruptured intra-op". Device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: underweight, crease flat, opening. A microscopic analysis was performed which identified sharp edge and non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness within specification. Stress mark found. Based on the device analysis the final assessment is a sharp edge opening with non-penetrating nicks assessed as surgical impact, non-penetrating nicks."